Event description:
The customer reported calibration errors and lost sensor alerts from the insulin pump regarding the sensor. The customer also reported the sensor glucose reading 180 mg/dl. When the blood glucose was 48 mg/dl. The customer reported treating for the low value. The customer also reported the sensor may have been bent, but was unsure. The sensor in question will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.